Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer called in for help after he had replace the main battery & power supply board on unit. Then try to run the pm test to make sure everything is running correctly and pass the test, now he is get keypad failure some of the keys are not working, he will need to replace the front case w/keypad once he replace that part an dif he gets another error he should send unit in for repair services to look more into what I shapen with the unit confirm part number for front case w/keypad to customer.